Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, after the pump was placed in the apical cuff, bleeding was observed between the cuff and the pump. The pump was removed and placed again in the cuff, but the bleeding continued. In addition, the pump was able to be moved easily on the apical ring. The sutures between the pump and ring remain unsuccessful. A decision was made to exchange the apical cuff and the pump. With the new apical cuff and pump no more bleeding was observed. There was a 45-minute delay in surgical time.

Manufacturer narrative:
Corrected data: d6a: date of implant corrected. D6b: date of explant corrected. Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff as well as the pump easily moving on the apical ring could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was returned assembled with the pump cable fully intact with the modular cable attached. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock was overlaid on a 1:1 scale drawing, and there did not appear to be any abnormalities. Dimensional analysis of the sealing ring, cuff lock, apical cuff gland ring, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using the returned apical cuff. The cuff lock moved easily and was able to be fully engaged. The apical cuff rotated normally while cuff lock was fully engaged. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The current revision of the IFU can be found on the eifu page of the abbott website. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.